Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the balloon was inflated using the 32 cc syringe. When the syringe was removed, the short port btt black inflation valve dislodged (popped out). As a result, the balloon would not remain inflated. A replacement accessory kit was used to complete the case. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).